Manufacturer narrative:
H3 other text : device serviced by third party service center

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP/ bipap and mechanical ventilator devices. The manufacturer received information alleging sinus infections. The patient mentions using "so clean" and alleges the sinus infection has cleared. The patient also states that the sinus infection returned once they returned to using the old machine. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned, and an external and internal visual inspection of the device was completed. No evidence of sound abatement foam degradation was found. The device pressure was set at 4.0. Software was upgraded, the error log was cleared, and the unit passed final testing. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.